Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot. The pump was received with a corroded battery tube and battery cap contact. They were unable to prime the pump during the prime/compromised force sensor system test due to a faulty force sensor system alarms. The pump was received with a cracked case at the display window corners and battery tube threads, a minor scratched display window, and a broken reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level of 322 mg/dl. Customer treated with a manual injection. Caller stated that the customer's blood glucose was high today because his pump fell off last night while he was sleeping. Caller stated that the infusion set came out of the customer's body while he was sleeping. Caller did not want to troubleshoot for the high blood glucose levels. Caller mentioned that when they changed the battery, the customer received a compromised force sensor system alarm. Caller stated that she changed the battery again and now the pump won't come on at all. Caller was advised that the pump will need to be replaced.